Event description:
It was reported that multiple episodes of non-sustained right ventricular oversensing (nsrvo) were observed during in-clinic check. It was suspected that the issue was due to ventricular pacing (vp) not capturing. No invention performed at this time. There were no adverse health consequences.